Event description:
It was reported that the insulin pump had a blank display after being dropped. The blood glucose reading was 77 mg/dl. The insulin pump did not show signs of physical damage, and the contacts on the battery cap were neither missing nor damaged. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer did not have fresh batteries to replace for testing of the device. Advised replacement of new batteries as soon as possible. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.